Event description:
It was reported that "the frame broke on the mayfield 2000 base unit. This apparently occurred after the patient was turned prone following the completion of an anterior cervical fusion; but prior to doing a posterior cervical fusion. After attaching the device to the bed, it completely broke off. The doctor held the patient's head, and there was no injury to the patient at all, but there was an obvious risk. You could see that the screws broke off; and the patient was still in the head frame. After this occurred, the device was removed, and another was used.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.